Manufacturer narrative:
This report is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that the jaw of the grasper fell apart in patient. No patient complications were reported as a result of this event.